Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported up until a week ago they generally charge their implant in the morning up to 100% and charge again the following day, that their routine. Patient mentioned that last week they got a message settings not available on their controller screen. Patient was not sure if that will be a problem or not. Patient added the therapy seemed to be working. Patient confirmed they were not trying to change therapy. During the call, patient tried to change therapy and the message "settings not available" came on the screen. Patient mentioned the battery looses very little power now, the battery used to use the whole thing in 24 hours and they will charge the implant again. Patient confirmed that even so, the therapy was still working, they can still move their body, they can feel okay. Agent mentioned to patient that for as long they can feel the therapy that should be okay. Agent reviewed battery implant depletion information to patient. Agent also had patient reset the controller. Patient confirmed no physical damaged on battery compartment, battery pack, agent then redirected patient to their hcp on settings not available. Additional information received from the manufacturer representative reported that the cause of the issue was the patient had high impedances on contacts 6, 11 and 14. The patient didn't have a fall or accident and was reprogrammed around the impedances to provide coverage for the pain areas.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.